Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2015 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The maximum diameter of the aneurysm measured 90 mm. The patient's infrarenal neck angle measured 52 degrees. The patient tolerated the procedure. Follow up computed tomography angiography (cta) examination on (B)(6) 2015 showed the aneurysm measured 87 mm. Follow up computed tomography angiography (cta) examination on (B)(6) 2016 showed the aneurysm measured 86 mm. Follow up computed tomography angiography (cta) examination on (B)(6) 2017 showed the aneurysm measured 83mm. Follow up computed tomography angiography (cta) examination on (B)(6) 2018 showed the aneurysm measured 75 mm. Follow up computed tomography angiography (cta) examination on (B)(6) 2019 showed the aneurysm measured 82 mm. Follow up computed tomography angiography (cta) examination on (B)(6) 2020 showed the aneurysm measured 79 mm. Follow up computed tomography angiography (cta) examination on (B)(6) 2021 showed the aneurysm measured 85 mm. Follow up computed tomography angiography (cta) examination on (B)(6) 2022 showed the aneurysm measured 94 mm. On (B)(6) 2022 an additional aortic endograft was implanted to treat a type ia endoleak. The patient tolerated the procedure.